Event description:
Procedures and patients were scheduled with dr. (B)(6) and took place at specialty in (B)(6). During the second demo, suction was successful. Dr. (B)(6) placed the blades correctly and performed a first turn. Removed the blades and the device. Only one arc was successful, upon which dr. (B)(6) went back to perform a second procedure without removing the first blade on the side of the successful arc. After the second attempt the first arc appeared unchanged, and the second arc failed to materialize. Dr. (B)(6) resumed the case and went into phaco. As fluidics started leaking out of the arc dr. (B)(6) realized he had perforated the cornea. He finished his phaco case and sutured the arc with 4 stitches.